Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was rebooting constantly after power outage. Upon troubleshooting action fse reinstalled the software and restored backup. After reinstalling software and restore backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was restarting constantly and would not boot up. The system was not in clinical use. No harm has been reported to philips.